Event description:
As reported (B)(6) 2012, a pt of unk gender and age presented for a PICC placement. During the procedure, it was noted the distal tip of the micro introducer sheath accordianed. At no point did the device fracture. The treating nurse opened a new kit and the successfully completed the procedure. There was no reported harm or injury to the pt. The defective device was discarded by the user and is unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).